Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose level was high, although specific level was not specified, with high ketones. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose of 391 mg/dl and high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated (bg) with manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and there was no permanent damage. Customer declined follow up from tandem technical support to obtain the hospital release date. No additional information was provided.